Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, "during reaming of the acetabulum, the metal shaft of the above listed acetabular reamer handle broke at the reamer power fitting end. Both pieces will be returned for inspection."